Manufacturer narrative:
The manufacturer previously reported a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the third-party service center, at which time, the device failed an internal leak test step and an incorrect pilot reading test step. The device's oxygen blending module assembly and three-way solenoid valve were replaced to address the issues. The device was retested and passed all final testing. This notification was opened to correct the coding previously entered. Mechanical issue was added to the device problem coding. Electrical issue was removed from the evaluation results and component codes.

Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed an internal leak test step and an incorrect pilot reading test step. The device's oxygen blending module assembly and three-way solenoid valve were replaced to address the issues. The device was retested and passed all final testing.